Manufacturer narrative:
Device labeling addresses reported event of necrosis as follows: "necrosis may inhibit wound healing and require surgical correction and/or explanation." "Placement, expansion and pressure of the remote injection site may induce necrosis particularly with unsuitable skin flaps."

Event description:
Reported event of "t junction necrosis" within 6 patients from journal article: "skin reducing mastectomy and immediate reconstruction: the effect of radiotherapy on complications and patient reported outcomes", european journal of surgical oncology: the journal of the european society of surgical oncology and the british association of surgical oncology, (2014 jan 22). Electronic publication date: 22 jan 2014. This record addresses the right side.